Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional device: tgmr373710j , sn# (B)(4), UDI: (B)(4). As it is not known which device, if either contributed to the paraplegia, both are being investigated. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention includes, but is not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
The following was reported to gore; on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic dissection using a gore® tag® conformable thoracic stent graft with active control system with 1 debranch bypass. A plug (avp) was implanted in the left subclavian artery. After all gore® tag® conformable thoracic stent grafts with active control system were implanted, an iliac extender endoprosthesis was implanted to cover re-entry site in the right external iliac artery. A re-entry site in the abdominal remained. The physician was planned to perform tar procedure about two weeks later when the true lumen dilated because the patient was young. An hour later from the procedure, a paraplegia occurred and the patient was not able to move the lower limbs. The spinal drainage was performed and the patient recovered. The physician stated the cause of the paraplegia was unknown because the treatment length was short and the left subclavian artery was reconstructed.